Event description:
Per the clinic, the patient experienced seroma which leads to an infection at the implant site (date not reported). Subsequently, the patient was hospitalized (date not reported) and was treated with IV antibiotics for two days and followed by oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient experienced skin breakdown at the implant site which leads to extrusion of the receiver/stimulator (date not reported). The device was explanted under general anaesthesia on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.